Event description:
It was reported that pump experienced malfunction alarm, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with support assistance, did not experience recurring malfunction code, and was advised to continue using pump and call back if issue returned.